Event description:
It was reported that following the subcutaneous implantable defibrillator (s-ICD) system implant procedure, a low shock impedance (<30 ohms) was noted from the electrode in the alternate sensing vector. The impedance was checked again in the following days, but it remained low. Post-implant diagnostic imaging was reviewed by technical services confirmed that the system placement was good. Defibrillation threshold testing (dft) testing was repeated which confirmed normal conversion at 65 joules. It was hypothesized that the low impedance could be the result of the patient's comorbidities. The patient was discharged from the hospital and no additional information was provided. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that following the subcutaneous implantable defibrillator (s-ICD) system implant procedure, a low shock impedance (<30 ohms) was noted from the electrode in the alternate sensing vector. The impedance was checked again in the following days, but it remained low. Post-implant diagnostic imaging was reviewed by technical services confirmed that the system placement was good. Defibrillation threshold testing (dft) testing was repeated which confirmed normal conversion at 65 joules. It was hypothesized that the low impedance could be the result of the patient's comorbidities. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.